Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.

Event description:
It was reported by the rep that post implant of a lap gastric band, the patient presented at the hospital with abdominal pain on (B)(6) 2010. The surgeon performed a esophagogastroduodenoscopy and saw the band had eroded 3/4 into the stomach gastric lumen. The patient was admitted and the band was removed. Patient is stable and released home after observation.